Event description:
During an in clinic follow-up, an increase in capture threshold was observed on the right atrial (ra) lead. The physician alleged a microfracture to be the cause of the event, however, it was not confirmed via diagnostic imaging. The physician elected to perform no additional intervention to resolve the event and the patient was in stable condition.